Manufacturer narrative:
(B)(4).

Event description:
A medical consult was requested for a possible lens exchange/repositioning due to a refractive surprise with an element of toric rotation. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.